Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference manufacturer contacted customer on (B)(6) 2016 in a follow-up call in order to ensure the customer's condition since the initial call; the customer did go to hospital for medical attention. The customer is no longer experiencing symptoms.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 109 to 120mg/dl. The customer reported symptoms fatigue, frequent urination, hunger (although she just ate) and continuous thirst. Medical attention was not reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/20/2018. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Internal report # (B)(4). Investigation completed and product evaluated with no defects found on returned meter and test strips. Most likely underlying root cause of malfunction: user had an inaccurate reference. Manufacturer contacted customer on 06/17/2016 in a follow-up call in order to ensure the customer's condition since the initial call; the customer did go to hospital for medical attention. The customer is no longer experiencing symptoms.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 109 to 120mg/dl. The customer reported symptoms fatigue, frequent urination, hunger (although she just ate) and continuous thirst. Medical attention was not reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/20/2018. The meter memory was reviewed for previous test result history: 235mg/dl, (B)(6) 2016 12:00 pm, fasting: yes; 172mg/dl, (B)(6) 2016 12:00 pm, fasting: yes; 132mg/dl, (B)(6) 2016 12:00 pm, fasting: no; 157mg/dl, (B)(6) 2016 12:00 pm, fasting: yes; 73mg/dl, (B)(6) 2016 12:00 pm, fasting: no.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter and test strips. Most likely underlying root cause of malfunction: user had an inaccurate reference. Manufacturer contacted customer on 06/17/2016 in a follow-up call in order to ensure the customer's condition since the initial call; the customer did go to hospital for medical attention. The customer is no longer experiencing symptoms. Correction correction of evaluation codes:update evaluation codes for product evaluation with no defect found;no failure detected.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 109 to 120mg/dl. The customer reported symptoms fatigue, frequent urination, hunger (although she just ate) and continuous thirst. Medical attention was not reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/20/2018. The meter memory was reviewed for previous test result history: (B)(6).